Event description:
Collimator turned approximately seven degrees during treatment. The radiation therapist selected the third field to be treated from the impac record and verify software. The siemens md-2 linear accelerator moved into position and custom blocks were loaded into the blocking tray. The radiation therapist determined the collimator's position at 0.0 degrees. This reading corresponded with the collimateor indication in impac and on the display of the siemens console monitor. The siemens linear accelerator stopped the treatment indicating a collimator motion fault had occurred after 40 of the prescribed 62 monitor units. However, the console display indicated the collimator position remained at 000.1. Visual inspection of the collimator indicated movement of approximately 6 or 7 degrees. Impac software was closed and the siemens console reset to enter the treatment mode -f1-key. After the reset, the collimator display immediately indicated 352.7 degrees. This would suggest the collimator moved approximately 7 degrees during the pt's treatment.